Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned for analysis in 2 segments. External insulation abrasion breaching the superior vena cava (svc) cable lumen was noted at 41.7-42.0 cm and 42.4-42.6 cm from the distal tip consistent with friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.